Manufacturer narrative:
(B)(4). Evaluation results: dissection.

Event description:
Three endeavor sprint rapid exchange drug-eluting stents were implanted to the proximal lad during index procedure. The first stent was used to treat the target lesion. The second and third stents (overlapping) were used to treat the complication/dissection/bailout after stent implantation to cover the target lesion. No further details were available. The pt was discharged one day post index procedure on aspirin and clopidogrel. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-ups.